Manufacturer narrative:
(B)(4). A review of the device records will be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: as the homechoice (hc) was not returned, a device analysis could not be completed. A device history record review was performed and determined that the device was no longer in its original manufactured condition. The service history record showed no previous service events were the same/similar to the reported problem and all specifications were met during previous service events. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified system error (se) occurred during patient use on the home choice (hc). However, no patient injury nor medical intervention was indicated as a result of this event. No additional information is available.